Event description:
It was reported that during delivery, while the coil was being advanced and retracted, it was broken inside the shaft of the microcatheter. The coil system was removed from the patient. Another coil of the same specifications from the same lot was used to continue the procedure. There was no reported patient impact or harm.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis as it was potentially infectious and thus was discarded. Therefore, the alleged product issue cannot be verified.